Event description:
The pt's mother reported, that the pt experienced overly loud sensation followed by a loss of sound. External equipment was exchanged. A company rep met with the pt to perform device evaluation. Testing performed showed that the device was not functioning. Surgery to explant pt's device took place in 2007. The pt was reimplanted with another advanced bionics cochlear implant.